Event description:
The customer reported the tubing came off the needle of the front blood detector. Beckman coulter advised the customer to wear appropriate personal protective equipment (ppe) while troubleshooting. The operator was wearing gloves and a laboratory coat. Patient results were not affected. There was no exposure to open wounds or mucous membranes. There was no injury or adverse affect associated with this event.

Manufacturer narrative:
This is a re-submission of the initial medwatch report 2122870-2011-02764 submitted on (B)(6) 2011 due to failure error message "there is duplicate report." The medwatch report was assigned an incorrect manufacturer number. (B)(4). The service technician performed troubleshooting with the customer. The customer discovered the tubing from the front blood detector had come off. The customer re-attached the tubing and resolved the issue. The customer has an exposure control/risk management plan at the facility.